Manufacturer narrative:
Meter (B)(6)has been returned and investigated with retained test strips. Visual inspection was performed on returned meter and no issues were observed. The meter was unable to be downloaded due to the meter not powering on. Meter did not power on with button depression or test strip insertion. The indicator lights did not flash. Meter communication was initiated using a retained usb cable and the meter did not communicate. The returned meter was de-cased. Internal visual inspection was performed and no issues were observed. The returned mcu (microcontroller unit) was removed and placed on a new un-used pcba (printed circuit board assmbley), and the meter did not power on. A new un-used mcu was placed on the returned pcba, and the meter powered on. It has been determined that the cause of the blank screen was due to a faulty mcu, preventing the meter from powering on. Since the mcu acts as a communication link between different components on the meter, any damage to the mcu could prevent the meter from powering on. Therefore, the issue is confirmed due to a faulty mcu. The dhrs (device history review) for the fs optium meter were reviewed and the dhrs showed the fs optium meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2016, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.